Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that following implantation with the device via laparoscopic colpopex; the patient experienced a relapse of the vaginal prolapse as well as an area of erosion in the vagina, where the mesh is exposed on an area about 3 x 1 1/2 cm.